Event description:
Rxsight became aware of a patient who had their light adjustable lens+ (lal+) explanted due to blurry vision and a new light adjustable lens (lal) implanted as a replacement.

Manufacturer narrative:
Manufacturer reference #: (B)(4).